Event description:
It was reported that during a surgical procedure at the user facility, the irrigation was not present. The issued was resolved by increasing irrigation, and the procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device not yet received, device will be evaluated upon return.

Manufacturer narrative:
During evaluation no failures were found; the device was returned unrepaired to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the irrigation was not present. The issued was resolved by increasing irrigation, and the procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.